Event description:
It was reported that the pump did not alarm that it was not infusing medication. There was patient involvement and unknown patient harm/unknown adverse event reported.

Manufacturer narrative:
Serial number is unknown. Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.